Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) inspected the device and found a relevant error code in the diagnostic log. The se run the extended self-test (est) and short self-test (sst) to clear the error code. The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had a safety valve open (svo) condition and was inoperable. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.